Event description:
Boston scientific received information that this right ventricular lead was exhibiting elevated threshold measurements and intermittent capture. It was suspected that the lead had dislodged. Under fluoroscopy, it was not clear if the lead had dislodged. The physician felt that the lead had not dislodged. However, the decision was made to schedule a revision procedure. This lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.